Event description:
According to the initial rptr, the pt was admitted to the hosp for emergency surgery to replace their bjork-shiley convexo-concave mitral heart valve. According to a copy of the operative report received from the initial rptr, the pt developed an acute onset of dyspnea prior to hospitalization. Upon admission to the hosp, the pt was found to be in cardiogenic shock with congestive heart failure and nonsustained ventricular tachycardia. According to the operative report, cardiac echocardiography showed "the mitral valve occluding mechanism freely moving around his left ventircle." Emergency surgery was done and "the mitral valve was found to have complete failure." According to the operative report, the valve ring was found to be intact but the disc was separate and found inside the left ventricle. The pt survived surgery and was tansferred to the intensive care unit in guarded condition.